Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely cause was a pre-analytical issue as the sample handling was not optimal. Typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte. Other possible causes include bubbles or foam on reagent surface or on system reagent surface.

Manufacturer narrative:
The reagent lot numbers were provided as 189279 and 220841.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay and elecsys ft4 assay results for one patient sample. In early (B)(6), the tsh result for the patient was 4.63. The patient "had own small amounts of drugs to treat hypothyrea" until (B)(6) 2017. On (B)(6) 2017, the tsh result was still relatively high at 4.27, so the patient went to another hospital for testing and the tsh result was 0.10. The patient's ft4 result was 13.74. On (B)(6) 2017, the customer repeated the same sample from (B)(6) 2017. The repeat tsh result was 0.09 and the repeat ft4 result was 17.02. No units of measure were provided. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but not provided.